Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus pressure dial is faulty. No adverse patient events reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the issue was able to be replicated. The pressure manometer was found to be out of specifications. The manometer was replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.